Manufacturer narrative:
Unit powered on with blank display. Unit was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, j6/j7 connectors, force sensor, keypad flex connector, lcd flex connector, and motor assembly. Isolate to electronic and motor stack. Test p-cap locked in place properly during testing. Unit was received with: cracked case (battery tube), cracked case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, and damaged display window cover. In summary, customer concern for exposed to moisture confirmed. Blank display confirmed due to corroded electronic and motor assembly. Isolate to electronic and motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture and has stopped working. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was not performed. Customer reported that pump was exposed to moisture. Customer reported fluid under the lcd or they can hear fluid when shaking the pump. The customer was sent a replacement pump. No harm requiring medical intervention was reported. Mmt-1711kl was requested and customer response was the device will be returned.